Event description:
It was reported that, "the accolade tmzf femoral rasp was not held properly with the accolade offset rasp handle. When the surgeon was removing the rasp with the handle, the rasp dissociated easily from the handle many times."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.